Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. Additional findings include outer insulation breached cut and cosmetic depression. Also blood in/on helix mechanism and apparent explant damage. Full lead returned and analyzed.

Event description:
It was reported that at device changeout procedure, the atrial lead became dislodged. The lead was removed and replaced. No patient complications have been reported as a result of this event.